Event description:
It was reported that patient underwent right total hip arthroplasty approximately fourteen years ago. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to wear. The acetabular liner and femoral head were removed and replaced. A review of invoice history suggests that patient underwent left total hip arthroplasty on (B)(6) 2004. Invoice history further suggests that left hip revision procedures took place on (B)(6) 2010 and (B)(6) 2012. Follow up attempts to obtain the reasons for the left hip revision procedures were unsuccessful.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.